Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed 20.2 centimeters (cm) from the is-1 terminal pin, and only the proximal segment was returned. The rate sense (rs)- coils were extremely stretched and extended beyond the distal end of the severed lead segment. The outer insulation was cut through on all three terminal legs at 9 cm from the is-1 pin, with cuts to the inner insulation, stretched conductor coils, and a severed cable also noted. Setscrew marks were visible on the distal and proximal df-1 terminal pins. However, no setscrew marks were visible on the is-1 terminal pin. Instead, discoloration was noted at the front end of the terminal pin and a setscrew mark was noted on the front seal region (between the terminal pin and ring). Resistance tests were completed to assess the electrical performance of the returned lead segment. The lead did not pass resistance testing on the distal terminal leg due to the severed cable. Resistance testing of the other terminal legs showed all conductive paths were continuous. Analysis determined that the setscrew mark on the seal insulation, and not on the terminal pin or ring, may suggest inadequate insertion of the lead into the device header. No further testing was performed.

Event description:
Boston scientific crm received information that this right ventricular (rv) defibrillation lead exhibited steadily increased rv pacing impedance measurements up to 1300 to 1400 ohms, thus have remained within acceptable limits. It was noted that there was no documented noise and all other lead measurements were stable and normal. It was noted that the physician was aware of this and will continue to monitor the patient. Additional information was provided that the lead was later explanted and was returned for analysis. To date, there have been no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.